Event description:
Working as full time (B)(6) home health nurse, I had a lift injury and hernia (B)(6) 2012, hospitalized (B)(6), asked for gi surgeon, but they decided the trauma team would do hernia surgery (B)(6) 2012. Was told I had telescoping type hernia in ventral area to correct, but hernia at stoma fine, stable with wide openings. Trauma team, dr. (B)(6), decided to put mesh "in urgent horseshoe fashion" around stoma, and metal coils to correct nonproblematic area, eventually gi, dr. (B)(6), had to help. Have had leakage of stool out slit on left side of stoma ever since, gradually at first, then more and more, until now stool intermittently pours out the wrong opening to the left of stoma where it should come out. I have complained many times over past year and a half, with no response but to glance, and reassure it will heal around mesh. I'm an rn, and stay alive by using all my skills for wound and ostomy care, and antibiotics ever since. Recently changed to (B)(4) with (B)(4), they've looked at wound, but doing nothing about non-healing over mesh. I'm (B)(6), now given early disability after 40 years of work. Will change insurance again this fall open enrollment, and see if I can find a surgeon that might correct this mess, or will die of infection eventually.